Event description:
It was reported that the patient's blood glucose levels reached 20 mmol/l (360 mg/dl) while wearing the pod between 4 and 24 hours on the back. It was noted that the cannula was bent upon removal of the pod. Hyperglycemia treated with a new pod and a pen correction.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Manufacturer narrative:
Inspection of the soft cannula found no bends or kinks. Download data does not show any timeouts or drive stalls indicating there was no struggle to deliver insulin.